Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral puncture was performed. At the start of the procedure the patient was in sinus rhythm however at some point after femoral access was gained, the patient developed an arrhythmia and a decrease in blood pressure. Fluids were administered and the arrhythmia spontaneously resolved, and the patient resumed sinus rhythm. Trans-septal puncture was performed without issues and the wire advanced to the left upper pulmonary vein (lupv). The watchman access system (was) double curve sheath and pigtail were advanced into the lupv. The was and pigtail were advanced to the laa, and a contrast shot was performed. A 20mm watchman flx closure device and delivery system (wds) was advanced and positioned. Two deployment attempts were performed however position was not adequate. The wds was recaptured, and the was and pigtail were re-positioned, and contrast shot was re-performed. The wds was flushed and re-deployed in a good position and released. The patient began to crash, experiencing tachycardia and low blood pressure. Echocardiogram showed a pericardial effusion. Contrast shot was performed indicating the closure device was in the intended location with no leak. Pericardiocentesis was performed. It was then noticed via transesophageal echocardiogram that the closure device had changed position and the laa was ruptured. Cardiac surgeons were called to the catheterization laboratory and discussed open heart surgery. The patient declined open heart surgery. The patient died.